Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the user was not able to charge the defibrillator through the use of the front panel controls. However, the device did charge through the use of the external paddle controls. The complainant indicated that there was no patient involvement in the reported malfunction.